Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the physician attempted to implant the pacemaker involved in this MDR report but due to connection issues met at the ventricular level, the device was not implanted. It was replaced and returned for analysis.